Event description:
It was reported that pump insulin gauge displayed an amount different than expected. The customer did not practice proper cartridge air removal technique. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer loaded a new cartridge to resolve the issue.